Event description:
It was reported that four (4) large volume folfusors underinfused by 100% via a midline catheter. The device contained 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred from 02/04/2026 to 02/07/2026. D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual devices were not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection of the photographs showed fluid inside the device's bladder which suggested under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.